Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to obtain more information about the hospital visit - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 blood glucose results. Nurse is calling on behalf of the customer. The customer is concerned with e-5. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is less than 4 months ago. The meter memory was not reviewed for previous test result history. Nurse states that this patient has a history of being asymptomatic. Manufacturer contacted customer on 1/15/2018 in a follow-up call; nurse advised us that customer does not recall what the paramedics reading was once they arrived at his place (B)(6) 2018 but that when he arrived to the hospital he was at 500 mg/dl. The customer was discharged from the hospital on (B)(6) 2018 (same day). He does not know what his admitting diagnosis was. Unable to get more details from the hospital visit.